Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Eval confirmed and reproduced the reported symptom. The device was found out of specification because a flow rate inaccuracy greater than (B)(4) was found. The unit was recalibrated to deliver within specification.

Event description:
It was reported that a spectrum pump under infused when programmed to deliver 300 ml (medication, amount infused, and delivery rate unk).